Event description:
The customer alleged that during a surgical procedure the operating table will not move as requested by the user. No harm or significant impact to the procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Upon follow-up with the customer and device inspection it was identified only the tilt and trendelenburg function was not working. The customer was able to proceed with the surgical procedure without using the tilt and trendelenburg function. The cause for the malfunction was determined to one motor for the tilt/trendelenburg function. The motor was replaced and the device was working as intended. If new relevant information will become available, a follow-up report will be submitted.